Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately four months after device system replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received indicated the patient presented to the hospital with a ruptured abdominal aortic aneurysm. It was further reported that the patient had numerous runs of ventricular tachycardia (vt) at home prior to admission. The patient recovered and was discharged to a rehab service. The patient was readmitted with a partial small bowel obstruction versus ileus, was treated and again discharged to rehab. A small bowel obstruction reoccurred and an exploratory laparotomy was performed. Post-operative the patient had an acute large aspiration requiring intubation. The patient's clinical status worsened with respiratory failure, presumed sepsis and increasing episodes of ventricular tachycardia. The family elected to turn off his ICD as well as medications for vt. The patient is reported to have passed away thirty minutes later. The cause of death was noted as: ischemic cardiomyopathy with intractable ventricular tachycardia, congestive heart failure, aspiration pneumonia, respiratory failure, small bowel obstruction, status post repair of ruptured abdominal aortic aneurysm, chronic interstitial pulmonary fibrosis, paroxysmal atrial fibrillation and hypertension. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.